Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. One of the pins was stuck in the drill sleeve and could not be removed, rendering the device inoperable. The pin was heavily damaged with many gouges and score marks from attempted use. All pieces were returned. The device was manufactured in 2017. A dimensional inspection was attempted on the pin and drill sleeve but they were too damaged from attempted use to obtain accurate measurements. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Damage from misuse or rough handling are likely probable causes of the reported event. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during surgery the 20mm pin bound up and became cold welded in the drill guide. There was no injury reported but, a delay of 30 min to 1 hour was reported. There was no backup available and the surgery was completed using a competitor device, synthes distal radius ex-fix.

Manufacturer narrative:
The associated complaint device was not returned. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Without the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time.